Event description:
Per the clinic, it was reported that the attract magnet was removed on (B)(6) 2025 due to an infection (date not reported) and the patient was re-implanted with a transcutaneous osia implant system during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR [6000034-2025-03398] submitted on september 18, 2025, was filed inadvertently. No infection has occurred and this was the patient's initial osia implant procedure.